Event description:
The device was used during a thoracoscopic lung partial resection procedure. Reportedly, the device was difficult to open. The surgeon was able to open the device and applied another to complete the procedure. The hospital has reported no pt injury occurred.